Event description:
At initial implant positioning, loss of capture was reported on the right ventricular (rv) lead. A new rv lead was used to complete the procedure. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. All tines were intact and undamaged. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage. The cause of the reported event was isolated to the procedural damage found on the lead.